Event description:
It was reported that the user experienced a low blood glucose event after post-meal hyperglycemia while using the ilet, with glucose rising to approximately 340 mg/dl after a usual breakfast, followed by automated correction dosing and a subsequent announced lunch during a downward trend that preceded the hypoglycemia; the lowest reported glucose was 47 mg/dl, the device alerted to the low, and the user elected to discontinue use of the system. Customer care provided support that included troubleshooting and education. Investigation of this case revealed that the event was consistent with low glucose with cause unclear. Symptoms included weakness and sweating. Outcomes included successful self-treatment with 15 grams of carbohydrate and no need for outside assistance or medical intervention. It was concluded that the device functioned by delivering correction insulin in response to elevated glucose, and the cause of hypoglycemia remained undetermined. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.